Event description:
The iab leaked. Blood was noted in the catheter. The doctor had difficulty removing the iab so the iab was surgically removed. (Event complications: the iab was surgically removed-) reported 07/07/97. (Pt's current status: unk - rpt'd 07/07/97.)